Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a computed tomography (CT) scan showed a compressed area of the outflow graft between the area of the bend relief and the graft. A surgical procedure was performed to remove the collected tissue.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted computed tomography (CT) images confirmed a twist in the sealed outflow graft. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) section 5 entitled ¿surgical procedures¿ contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had been experiencing symptoms of breathlessness, orthopnea and paroxysmal nocturnal dyspnea leading up the CT scan which revealed the outflow graft compression. A longer history of weight loss over several preceding months had occurred. The patient had also been experiencing an increase in ankle edema which required more diuretics. The pump parameters were unchanged (speed 6200rpm, 5.3l/min, pi 4.0, power 5.4 watts) and there were no low flow alarms. An increase in pump speed did not change left ventricular dimensions or significantly improve flow (speed 6400rpm, 4.7l/min, pi 3.9, power 5.6 watts; speed 7000rpm, 5.4l/min, pi 3.5, power 6.4 watts). Fibrin deposits were identified within the bend relief, which were presumed to be causing external compression of the outflow graft. These were removed and there was an immediate improvement in flow. This enabled a reduction in pump speed to 5000 rpm, resulting in flows of 4.8l/min. Additionally, the pump power fell from greater than 7 to less than 5 watts. Following the procedure, the patient felt well with improvement in symptoms for approximately 1 month. They then complained of recurrent breathlessness, orthopnea and loss of appetite. The lvad flows had dropped from 4.5l/min to 4l/min at the same pump speed of 5800rpm. A transthoracic echocardiography (tee) of the outflow graft from an adjusted subcostal view showed turbulent flow suggestive of recurrent obstruction. A repeat CT was performed on (B)(6) 2022, which confirmed an ongoing issue with possible extrinsic compression of the outflow graft. Increasing the pump speed did not improve flow. Further surgical exploration of the outflow graft was performed. Upon surgical exploration, additional fibrinous material within the bend relief adjacent to the pump was seen, causing tethering of the outflow graft. Removal of the fibrinous material did not immediately improve flow. Once the outflow graft was untethered, the flow abruptly increased. A twist in the outflow graft was noted as previous. The graft was twisted 180 degrees from the pump progressing distally, but this was not compromising left ventricular assist device (lvad) flow after the fibrin deposits had been removed and this was therefore left uncorrected after the first surgical intervention. The outflow graft was divided and shortened and the twist was corrected. At close the pump speed was 5800rpm with flows of 4.8-5l/min. The patient remained an inpatient at present.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.